Manufacturer narrative:
(B)(4). Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
On (B)(6) 2021, a gore® acuseal vascular graft was implanted in the left forearm as a loop shunt for arteriovenous access for hemodialysis. On (B)(6) 2021, the graft occluded. Reportedly duplex ultrasound showed delamination of the graft. Therefore, the physicians decided to abandon this access and created a radiocephalic arteriovenous fistula on the right forearm as an access for further hemodialysis. Reportedly the physicians believe that usage and puncturing of the grafts was appropriate because they have a very good dialysis department with a lot of expertise in different forms of puncture, e. G. Ultrasound guided. They confirmed that the gore protocol was followed when puncturing the grafts.

Manufacturer narrative:
B4: updated description based on additional provided information h6-codes b13, b14, und c19: a sketch of the hemodynamics, pictures of the explanted part of the graft, and two screenshot of duplex ultrasound images were provided by the physician for evaluation. An engineering evaluation was performed based on these pictures. The evaluation summary states the following: the identity of the reported device is consistent with the device described in the case. The case description could not be confirmed, as no sufficient images of the device were provided for evaluation. The reported failure mode reflects the case description but could not be confirmed. The evaluation found no anomalies attributable to the manufacture of the device. The sketch of the hemodynamics is not complete enough to aid the investigation. The information written down on that sketch list a mix of velocities and volumetric flow rates at what appears to be different locations along the graft that cannot be confirmed and doesn¿t add value the evaluation.

Event description:
The patient presented with hypertension, copd, diabetes, peripheral vein disease and renal disease. On (B)(6) 2020, a gore® acuseal vascular graft was implanted in the left forearm as a loop shunt for arteriovenous access for hemodialysis. On (B)(6), 2021, a new gore® acuseal vascular graft was implanted as a loop graft bypassing the graft implanted previously. On (B)(6) 2021, the new graft occluded. Reportedly duplex ultrasound showed delamination of the graft. Therefore, the physicians decided to abandon this access and created a radiocephalic arteriovenous fistula on the right forearm as an access for further hemodialysis. Reportedly the physicians believe that usage and puncturing of the grafts was appropriate because they have a very good dialysis department with a lot of expertise in different forms of puncture, e. G. Ultrasound guided. They confirmed that the gore protocol was followed when puncturing the grafts.

Manufacturer narrative:
Cause investigation and conclusion: a review of the device manufacturing records and the heparin coatings records indicated the lots met all pre-release specifications. The device remains implanted in the patient. Therefore a device evaluation could not be performed. Ultrasound images have been requested but, as reported to gore, the requested images are not available. Therefore, an imaging evaluation could not be performed. The case description could not be confirmed as no device segments or images were provided for evaluation. Based on the event description and the subsequent investigation we are unable to determine the cause of this incident and assign a root cause. In the instructions for use the following possible complications are stated: v. Possible complications with the use of any vascular prosthesis a. Complications which may occur in conjunction with the use of any vascular prosthesis include but are not limited to: thrombosis; mechanical disruption of the graft.

Manufacturer narrative:
H6-codes 3331 and 213: a review of the device manufacturing records and the heparin coatings records indicated the lots met all pre-release specifications.